Event description:
Patient had an arterial line connected to a hospira transpac safeset. The set was originally connected in the emergency department. No patient harm occurred, but the set was noted to be leaking at a luer lock connector site. Attempted to tighten the connecter without change in leakage. We question whether the leak is coming from where the tubing is fused into the luer lock connector piece. Site of leak is between the transducer and where the line is connected to the patient.